Manufacturer narrative:
(B)(4).during a review of the event history, it was discovered that failure code 808:02 occurred once on 21 (B)(4) 2010.

Event description:
The facility reported a colleague infusion pump with a failure code of 808:02. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter's review of the device event history, it was discovered that the event occurred during infusion which caused an interruption during delivery. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).